Event description:
Harmonic scalpel quit working in the middle of the surgical procedure. Harmonic scalpel cord tested and reportedly working without difficulty. Harmonic scalpel removed from surgical field, and replaced with a new harmonic scalpel. Surgical procedure completed without any further incidence.